Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was around 500 mg/dl at the time of incident. The customer also stated that the insulin pump had motor error. The customer was able to clear and rewind the insulin pump. The drive support cap was normal-slightly indented. The insulin pump will be returned for analysis.